Manufacturer narrative:
This is a follow-up 3 report to the follow-up 2 report. Arjo has continued the investigation towards flowtron acs900 deflation failure and was able to replicate the reported fault. This allowed to identify the root cause of the investigated problem. Garment over inflation occurs when the flowtron acs900 pump is entered to the state in which it experiences a specific number of power on/off cycles. The issue is caused a timer operating system resource being over allocated. The symptom of the investigated problem reveals when the final power on sequence begins. It was found out that this problem may occur in the field in a number of ways: membrane keypad hardware failure. Users pressing the power button quickly. The power button being used as a therapy start/stop button. The most likely scenario is that the power button is used to stop and then start the therapy. Note that it has always been intended that the end user should use the center play/pause button to start and stop therapy. Every time the power button is used to start therapy, a new timer operating system resource is created, leading to a software fault. Version 2.000 software forces the pump to completely reset whenever the operating system failure occurs. This results in therapy being restarted and prevents an attached dvt garment from failing to deflate. The pump continues the therapy after the reset. We have confirmed that the specific symptom observed in the field can be addressed by upgrading devices to software version 2.000.

Manufacturer narrative:
This is a follow-up 2 report to the follow-up 1 report (manufacturer report number: 3005619970-2017-00002) that was submitted on 17 feb 2017. Arjohuntleigh has investigated the problem of flowtron acs900 constant pressure since the date the first incident of this nature ((B)(6) 2016). Upon arjohuntleigh's examination, the involved device functioned as expected. A suspected symptom of no deflation could not have been recreated. The exact root cause of the problem could not have been determined as the failure mode could not have been duplicated until the later date. Conclusions of arjohuntleigh investigation remained unchanged until another incident occurred on (B)(6) 2017 in the USA. This was the first time arjohuntleigh have been able to see and test the unit in the "failed" state, which appeared to be an investigation milestone. The unit was left connected to mains power in the "failed" state, performance readings directly off the system sub-components state were collected for further analysis which took place on (B)(6) 2017. The investigation was divided into hardware and software potential failure areas which were objects of verification. At no point during this investigation was the r&d team able to replicate the actual failure, only fabrication of the failure was achieved. The data gathered during the activities of the on-site visit aided in determining that the fabricated failure and the actual failure state are very similar. The only difference being that in the actual failure serial communications with the system control circuit board are not functional, while they are functional during the fabricated state. This indicated that the system was in fact in the secondary state, which is entered only when a software application failure is detected by the system. Investigation course regarding software and hardware specific issues did not allow defining the exact root cause of the observed failure. The investigation has however, with a high degree of confidence, shown that software version 2.000 will handle the failure state in a more resilient manner when stimulated by any potential cause leading to the failure state. If the failure state occurs in a device with software version 2.000, the device will reset, restart, and therapy will continue. The specific symptom observed in the field may, with a high degree of confidence, be addressed by upgrading devices to software version 2.000. Arjohuntleigh initiated a global recall on 01 jun 2017 with an internal reference number fsn-suz-001-2017. Potentially affected pumps (serial numbers between (B)(4) and (B)(4)) are supposed to be corrected in the field via a software upgrade to version v2.000. The appropriate communication to customers is being distributed. It needs to be emphasized that responsible care must be taken when using any part of a device that comes into contact with a patient or user. Patient's skin should be inspected frequently during procedures as per the instruction for use (526933en). Garments should be removed immediately if the patient experiences tingling, numbness or pain. Clinical judgement is required to determine if the patient's skin condition requires additional protective measure or if the therapy should be discontinued and an alternative modality used. It has been established that the flowtron acs900 pump was used for a patient therapy at the time of the event. The system malfunctioned (did not perform up to manufacturer specification) when the event took place, the patient suffered from pain and a bulge in the calf.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4)) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4)). An investigation was carried out into this complaint. Based on the information received, the calf garment working with the flowtron acs900 pump did not deflate when on patient's leg. After the item was released from patient's leg, it stayed inflated for 10 more minutes. As a result, the patient has experienced a cramping pain and a bulge on the calf. The pain was gone after the garment was released. According to the person interviewed (a nurse and caregiver at the time of the event), the pump had been alarming twice in the morning on the day of the event, however, was unsure of what kind of alarm was present and unaware of led light colors or displayed indications. A few hours later the patient started to complain about a cramping pain, initially suspected to be caused by the back board on the bottom of the bed. The back board was removed but a discomfort still remained. The caregiver switched the operating garments from one air hose tubing to another and noted that the garment remained inflated for too long. Both garments were removed from patient's calves and one of them was observed to be firm for about 10min. It was noted by the interviewer that the interviewed person (who was a caregiving staff during the event) was not familiar with the product functionality. When asked about usual cycles and pressure level she was unaware of normal operating conditions of the system. When reviewing similar reportable events, we have found other cases presenting a scenario of garment deflation issues, however none of the events resulted in any serious injuries to patients. Despite multiple testing on the involved units, no product malfunction could have been technically recreated upon arjohuntleigh investigation. The occurrence rate observed for this failure mode is currently considered to be low. Flowtron acs900 pump was quarantined and inspected by arjohuntleigh representative. General condition of the pump was described as good, not revealing any obvious scratches, dents or signs of damage. Casing was intact. As originally involved garments were disposed of, the unit was tested with replacement l-501 garments and found to be working properly, without any error- an initially observed symptom of no deflation could not have been recreated. Despite the testing conducted, the exact root cause of the problem cannot be determined as the failure mode could not have been duplicated. It has been established that the flowtron acs900 pump with an unknown type of garments were used for a patient therapy at the time of the event. The system was suspected to have malfunctioned (not performing to specification) when the event took place, although arjohuntleigh was not able recreate the failure and reported scenario. Arjohuntleigh decided to report this incident to competent authorities in abundance of caution - due to unknown duration of high pressure condition applied to patient's leg and due to a dose of uncertainty in terms of garment functionality - it was not possible to examine the involved garment to exclude its malfunctions, item was disposed of.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4)) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4)). Additional information will be provided upon the investigation conclusion.

Event description:
On (B)(6) 2016 arjohuntleigh was informed about an event which occurred with the involvement of flowtron acs900 pump and l-501 dvt calf garment. It was reported by the customer that the garment did not deflate during the therapy with patient. It was also indicated that the garment was detached from patient's leg and stayed inflated for 10 minutes. According to internal facility documentation, the patient had a bulge in his calf (the person interviewed was not able to indicate which calf was observed with this symptom - left or right). During the interview it was noted that the patient had stated that the bulge and slight discoloration on his leg was normal for him. The garments were scrapped by the facility after the event. The pump was tested with no errors found.